Event description:
It was reported to philips that the device is not powering up. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.

Manufacturer narrative:
It was reported to philips that the device is not powering up. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. The customer / biomed worked with the technical support representative. The biomed by seating a cable was able to correct the bootup issue. The device is back in service. No further actions at this time.